Event description:
Pins found in speciality mattress. Part number 197228, dated 10/3/05. X-ray of mattress and inner foam showed 4x4 piece of foam sown to foam stockinette cover. 4x4 had numerous pins and needles in it. Some had colored heads, others were flat-head sewing pins. Mattress sequestered in office. Patient expired but unrelated to this event. Hill-rom representative was punctured by 5-6 sewing needles. These were removed from bed and stored in vial.